Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32710. It was reported that the patient controller displayed an error while attempting to set the ipg to MRI mode. The message, 'MRI is not advised, there may be a problem with the implanted leads' was displayed. Troubleshooting was unable to resolve the issue. It was reported that the patient's lead was fractured and had all high impedances. The lead was explanted and replaced on (B)(6) 2020. Note: it is unknown which lead was fractured, as such both leads are being reported.